Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgery of left foot, 3 screw heads broke off. Rep stated no delay, additional screw available.

Manufacturer narrative:
The reported event that non locking screw anchorage ø3.0 mm / l20 mm was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device (lot number, product return) must be available in order to determine the root cause of the complaint event. A review of the device history was not possible since the lot number was not communicated. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During surgery of left foot, 3 screw heads broke off. Rep stated no delay, additional screw available.